Event description:
It was reported to MFR, by facility; per facility, they have stopped using this lift because two of their senior residents received hemotomas under their armpits from the sling that is required for the lift. All of their pts, including the nurses that experienced getting lifted from this lift complained of uncomfortable pressure under the arms. Per facility, they have had problems with the slings from the beginning; "the slings ride up on their residents even when attached correctly." Per MFR this is a first time complaint of this kind from customers when using the ascend aid lift. Asking for pictures to evaluate if facility is using the correct combination of sling t lift, and the correct size of sling for their residents.